Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's father reported via phone, the insulin pump had alarmed button error. Customer's blood glucose was 210 mg/dl. The device was not dropped, bumped, or exposed to moisture. The device is in a case. Customer was advised to revert to back up plan and the device needed to be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
All buttons functioned properly. However, found corroded keypad traces. No button error alarm during testing. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked battery tube threads.